Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.0 into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same size different model lens due to blurred vision. The cause of the event is reported as unknown. See MFR rep# 2023826-2022-00392 for replacement lens.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).